Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported by (B)(6) that there was noise on the lead. The reviewed episodes confirmed noise to be present on the a or v sense amp egm. The noise type was determined to be emi related, based on uniform pattern, variable amplitude and high frequency. The device will remain in the field and continued monitoring for further evidence of lead degradation.